Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving unknown medication via an implantable infusion pump for the treatment of non-malignant pain. It was reported that pump interrogation showed that the patient experienced three motor stalls. There was no environmental/external/ patient factors that might have led or contributed to the issue. Surgical intervention was planned to be performed on (B)(6) 2018. The issue was not resolved and patient status was alive with no injury at the time of the report. No further complication was reported.